Event description:
It was reported the customer had cracks on the insulin pump. The cracks was on the battery compartment and reservoir compartment. There was also cracks on the side of the screen. No additional information provided.

Manufacturer narrative:
Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).